Event description:
Information received does not address the patient's clinical status but notes that the patient presented for a one week post implant follow-up. Bipolar ventricular lead impedance was >2500 ohms, unipolar lead impedance was 407 ohms. Capture thresholds were intermittent at 7.5 v, 1.5 ms. The lead was repositiioned, but still had lead impedances >2500 ohms. The device was subsequently programmed to the unipolar pace and sense configurations.